Event description:
The customer observed falsely elevated potassium results generated on the alinity c processing module for one patient. The following data was provided (patient reference range 3.5-5.1 mmol/l): sid (B)(6) initial result was 6.502 mmol/l, repeat result was 4.411 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The customer performed troubleshooting by reanalyzing the sample to obtain lower normal results. The customer stated no issues with quality control and no errors on the instrument. No additional issues were identified. Return testing was not performed as returns were not available. A review of tickets determined there is normal complaint activity for the issue. Review of the manufacturing documentation did not identify any issues associated with the complaint issue. Trending review did not identify any trends for the complaint issue. Labeling review concludes that the issue is adequately addressed. Based on all reviewed data, a product deficiency was not identified.